Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. During visual analysis of the returned sample cpx4 plus sm te mh 800cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures and it revealed a tear on the posterior view between the union of the shell and patch. Microscopic examination was performed, and the cause of the deflation could not be identified. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. With consideration to the observations from evaluating the complaint device, the manufacturing records and the existing process controls, the tear reported could not be confirmed to be caused by manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 6, 2023, additional information was received indicating the patient's race is caucasian. The date of event was identified as jul 18, 2023. The device serial number was identified as (B)(6). On sep 18, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction with a mentor cpx4 plus, smooth, medium height tissue expander and experienced deflation (side unknown) post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a similar device on (B)(6) 2023.